Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the remainder of the leads were explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-03114 & 1627487-2020-03112. During the lead revision procedure (related manufacturer reference# 1627487-2020-03110, 1627487-2020-03107, 1627487-2020-03106 & 1627487-2020-03109), two leads were cut and portion of the leads remain implanted. As such, surgical intervention may be scheduled at a later date to address the issue. Both t9 leads are being reported because it's unknown which lead remains implanted.